Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. It was unknown whether she had undergone essure confirmation test. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain :pelvic"), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿ migration, pain: pelvic/abdominal, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) were added. Reporter, demographics, historical condition, essure indication (amended), essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, pregnancy and c-section. It was unknown whether she had undergone essure confirmation test. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain: pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received. New events added: abnormal bleeding (vaginal) and vaginal pain. Medical history and reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.